Manufacturer narrative:
On 10/09/2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a shunt placement procedure, the navigation system's touch-screen became unresponsive. In trouble-shooting, the medtronic representative performed a system re-boot and normal function was restored. There was no delay of therapy reported. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.